Manufacturer narrative:
Film evaluation summary:   the reported migration of endoanchors into the aneurysm sac could not be confirmed on the films provided, therefore, the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Procedural angiogram showing attempts to deploy the device were not received for thorough analysis of the event.  It is possible that the radiopaque body observed at the level of the distal graft was an endoanchor, but this could not be confirmed. A compatibility issue cannot be ruled out as contributory factor for the reported event. As per the IFU, the non-medtronic stent graft implanted in the patient is not included in the list of endografts that have been evaluated for compatibility with endoanchors. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted to attempt to gain distal seal in a non md stent graft.  It was reported that during the index procedure when deploying the endoanchors, two endoanchors embolized and travelled into the aortic sac during deployment. The physician thought they had engaged the aortic wall but they had not. The endoanchors remain floating in the aortic sac.  As per the physician the cause of the event could not be determined. No additional clinical sequalae was provided and the patient will be monitored.

Event description:
Heli-fx endoanchors were implanted to attempt to gain distal seal in a non md stent graft.  It was reported that during the index procedure when deploying the endoanchors, two endoanchors embolized and travelled into the aortic sac during deployment. The physician thought they had engaged the aortic wall but they had not. The endoanchors remain floating in the aortic sac.  As per the physician the cause of the event could not be determined. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the reported migration of endoanchors into the aneurysm sac could not be confirmed on the films provided, therefore, the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Procedural angiogram showing attempts to deploy the device were not received for thorough analysis of the event.  It is possible that the radiopaque body observed at the level of the distal graft was an endoanchor, but this could not be confirmed. A compatibility issue cannot be ruled out as contributory factor for the reported event. As per the IFU, the non-medtronic stent graft implanted in the patient is not included in the list of endografts that have been evaluated for compatibility with endoanchors. If information is provided in the future, a supplemental report will be issued.